Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. The pairing was restored during clinic visit. Patient condition was stable.